Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/4.0/58 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation was observed and blurred vision.. The vault was good but the lens rotated off axis and affected the refraction. The lens was repositioned and this did not resolve the problem. On (B)(6) 2022 the lens was removed and on same day different surgery a replacement lens of longer length lens was implanted. The problem was resolved. Cause reported as other- lens rotated due to small lens. Device did not fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6-device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: corrected to - "the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of 11.0/4.0/58 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens rotation was observed and blurred vision.. The vault was good but the lens rotated off axis and affected the refraction. The lens was repositioned and this did not resolve the problem. On (B)(6) 2022, the lens was removed and on same day different surgery a replacement lens of longer length lens was implanted. The problem was resolved. Cause reported as other- lens rotated due to small lens. Device did not fail to perform as intended. D4: corrected to model#: vticm5 12.6 in the initial MDR. Claim#: (B)(4).